Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. The first revision is addressed and reported in MDR # 3004209178-2015-22514. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reporting that they had two revisions done on the system. During the first revision the health care professional (hcp) pulled the leads out of position. The second revision was done on (B)(6) 2015 to reposition the leads.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from the patient, via the manufacturer's representative, reported that they had stimulation in the chest which felt "like a band" going around their body at breast level. The representative noted that the patient had a successful pocket revision and that the stimulation was appropriate after that procedure. The patient alleged they had no memory seeing the representative after the procedure. The patient had 2 programs (one for cervical lead for left arm and hand, one for thoracic lead for right leg pain) and was directed to turn both up but felt the stimulation in the same area. They then turned down both programs and tired their other groups but again felt the stimulation in the same area. Troubleshooting and diagnostics showed that, via interrogation with clinician programmer, the usage showed that the patient had used group c 100% of the time. It was not known if the patient had tried other groups or not. Reprogramming was attempted but was unable to get coverage to the patient's left arm (instead got stimulation either in the chest, abdomen, or leg). With the other lead, attempts to use the same programs (2-, 3-, 4+, 5+, pw 650, 60 hz) prior to the revision resulted in chest stimulation. The representative thought the leads had been connected into the opposite ports when they were reconnected. When the same electrodes were "double guarded" with a lower pw the stimulation was felt bilaterally in the lower extremities. The representative was able to get isolated and appropriate coverage of the right lower extremity with an electrode configuration of 4+, 5-, 6- pw 450. Cervical and thoracic x-rays were taken which showed the cervical lead had migrated down into the upper thoracic area while the thoracic lead may have migrated down a vertebral body and over to the left (note: implant films for comparison were of poor quality and it was hard to tell exactly where the lead was. A surgical intervention was planned but had not been scheduled at the time of report. The nurse was to show the x-rays to the physician and will discuss a possible lead revision. Additional information received from the patient reported that during the revision, the healthcare professional (hcp) pulled the cervical lead too far and confirmed they needed to have an additional surgery. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow up report will be sent.